Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 04-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), no capture was noted at maximum outputs in several locations of the heart. The ipg would not easily retract into the capture cup of the delivery system during each retrieval. The patient went into complete heart block which required the patient to be paced externally and the procedure was paused to implant a temporary pacing lead. A fourth attempt of ipg deployment was, again, unsuccessful in capturing. A clot was found in the cup and on the micra cathode and could not be removed. A second ipg was implanted but during the last deployment, a pericardial effusion was noted. Following the procedure and an echocardiogram, the physician noted that the patient's heart was rotated which they believe contributed to the difficulty of the case. The ipg remains implanted. No further patient complications have been reported as a result of this event.